Event description:
The hospital reported that during saphenous vein harvesting procedure, the balloon on two short ports inflated asymmetrically. The pa proceeded to use the second unit. However during harvesting of the vein, the tunnel collapsed. The procedure was completed with an open leg technique. No additional patient information was reported.